Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 180 mg/dl. The customer stated she wore the insulin pump in her bra. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.